Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system and valiant navion stent graft were implanted in a patient for the endovascular treatment of a type iii endoleak in a non-mdt stent graft. The endurant iis stent graft system was used to re-line the non-mdt stent graft and the valiant navion was placed as a cuff out of the endurant iis to resolve the endoleak. It was reported that the patients six-month CT scan showed a type ia endoleak. Approximately three weeks later an endurant ii stent graft cuff ettf3636c70e was placed at the level of the sma and extended to the main stent graft body. There was no endoleak observed post-procedure. As per the physician, the cause of the event was due to disease progression and a failed non-mdt graft. No additional clinical sequelae were reported, and the patient is fine.